Event description:
During an endoscopic procedure, a rubber ligation band exited the accessory channel of the endoscope into the patient's esophagus. The band was left to pass naturally. The initial reporter indicated the origin of the band is a wilson-cook multi-band ligator that was used during a previous procedure. An injury to the patient was not reported.